Event description:
Clinical study: it was reported that 1822 days after a coronary drug eluting stenting treatment procedure, the patient experienced instent restenosis. The patient's qualifying condition for the index procedure was stable angina (ccs class ii). One 18mm long (visual assessment) target lesion was identified in the mid left anterior descending (mid lad) artery with 70% stenosis (visual assessment) and a 3.0mm (visual assessment) reference vessel diameter. The physician treated the target lesion with predilatation and placement of a 3.0 x 24mm express2 study stent. Residual stenosis was less than 30% (visual assessment). The patient was discharged 2 days later on clopidogrel and aspirin. At 1822 days after the index procedure, the patient was admitted to the hospital for "cardiac recatheterization for persistent dyspnoea, angina and positive spect after coronary artery bypass grafting and repeated pcis" and the patient underwent angiography, during which, an instent restenosis was noted in the study stent previously placed in the mid lad. No intervention was noted and "conservative approach" was recommended. The patient was discharged the same day. "Silent ischemia," with onset 2007, not related to study device, was reported 1823 days after the index procedure. Instent restenosis was not noted in initial silent ischemia event notification, instent restenosis was noted via translated source documents received 7 days later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.